Event description:
It was reported when using the bd pen needle 31gx5mm 5b 28ct, the device experienced the cannula breaking off / pulling out. The following information was provided by the initial reporter. The customer stated: the customer reported that the insulin needle purchased five or six months ago was broken during injection on 10/16.

Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. Customer returned 3 used samples, they are 31gx5mm pen needles from lot 9309117. All samples have been checked by a microscope. Sample #1 patient end cannula missing, the cannula is broken from the glue, the cannula at the fracture point is deformed without bending, and there are adhesive substances on the upper surface of the hub and non-patient end no defect found. Sample #2 patient end no defect found and non-patient end cannula bent. The inner surface of the hub is scratched. Sample #3 both patient end and non-patient end cannula no defect found. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode based on the investigation above and the samples have been used bd unable to restore the customer's operations , the certain cause cannot be concluded at the moment.